Manufacturer narrative:
(B)(4). The technical support engineer troubleshot the issue with the customer over the phone; the customer reported the diagnostic log shows a graphic user interface key stuck. The customer to replace the keypad. Medtronic was not authorized to service the ventilator.

Event description:
Report received stating that due to a malfunction of an 840 ventilator; the patient was placed on a second ventilator. The patient was not harmed as a result of the event.